Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient required hospitalization. On an unreported date, the patient was treated with unspecified antibiotics (doses, frequencies and routes not reported) for peritonitis. The antibiotic therapy was withdrawn twenty days after onset of peritonitis. Extraneal therapy was ongoing. The cause and outcome of the peritonitis are unknown. Additional information is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.